Event description:
It was reported that a cartridge alarm occurred on two occasions. The customer's blood glucose level was displayed as "high," but there was no adverse impact as they managed the situation with a correction injection via multiple daily injections (mdi). The customer did not require assistance beyond normal third-party help, and the issue was not related to the loading process. Previous similar alarms had been reported with consecutive cartridges. Technical support confirmed the decision to replace the pump, despite it being out of warranty, but the customer was not interested in obtaining an out-of-warranty loaner pump. The customer continued using mdi to ensure the continuity of insulin delivery.